Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. Info regarding how the case was completed was not provided. It was reported that the pt's prostate gland was very fibrous. No pt injury was reported. The MFR has requested add'l info, which has not been obtained.

Manufacturer narrative:
(B)(4) - (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.